Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6 reported event is unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk head, lot: unk. Part: unk cup, lot: unk. Part: unk stem, lot: unk. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04099. 0001822565-2020-04100. 0001822565-2020-04101.

Event description:
It was reported patient has been indicated for possible revision approximately 19 years post implantation due to pain. Patient is unable to walk due to the pain. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.